Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received inappropriate therapy due to an inappropriate diagnosis of vt. The device was reprogrammed. Patient monitoring will continue.